Manufacturer narrative:
(B)(4).

Event description:
Procedure: colostomy reversal. According to the reporter. She desired reversal of a colostomy which she previously needed for perforated diverticulitis. When the surgeon attempted to remove the stapler from the rectum, he could not free its tip from the anastomosis despite multiple maneuvers. Pulling gently on the stapler seemed to telescope the anastomosis down into the pelvis. The surgeon ultimately decided to make a 6cm anterior longitudinal colotomy a few centimeters cephalad to (upstream of) the anastomosis to better understand and address the problem. He visualized the stapler anvil and found that a portion of the circumference of the peri-anastomotic tissue inside the staple line located at the right anterolateral aspect was not cut as it should have been by the eea stapler. This had resulted in the inability to remove the stapler from the rectum. The surgeon divided this remaining uncut tissue and removed the anvil from the stapler from within the lumen of the colon. The anvil head itself seemed to have appropriately rotated (from disengaging the anvil 1.5 turns after firing the stapler).